Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to the battery issue multiple times. In addition, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.